Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® serum blood collection tubes had poor barrier separation of the sample. The following information was provided by the initial reporter: "material no. 367815, batch no. 0086408. It was reported that blood didn't properly separate. Per email: I am not sure if I am contacting the right people. We recently used the 5 ml (ref (B)(4), lot 0087034, exp 10/31/2021) and 6 ml (ref (B)(4), lot 0086408, exp 08/31/2021) bd vacutainer serum blood collection tubes. The bloods were allowed to clot at room temperature for 30-60 minutes (until fully clotted) and then placed in the centrifuge and spun at 1300 g for 10 minutes. The problem we had was the blood didn¿t properly separate. It had to be fully respun 1-2 times before it would separate. I was wondering if you have any suggestions as to why this happened."

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visually and no issues were observed relating to poor serum as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history was performed and this was the 1st complaint received for the reported defect for this lot number. Bd was not able to identify a root cause for the indicated failure mode. At this time, we do not at this time have the capability for veterinary investigations. We will continue to monitor data for identification of emerging trends. The instruction for use (IFU) for this tube type (serum) indicates that the minimum time recommendations for serum tubes is 60 minutes. Recommended times are based upon an intact clotting process. This is considered an off label use of this product. A review of specimen handling parameters should be reviewed for this tube type. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had poor barrier separation of the sample. The following information was provided by the initial reporter: "material no. 367815 batch no. 0086408. It was reported that blood didn't properly separate. Per email: I am not sure if I am contacting the right people. We recently used the 5 ml (ref 367814, lot 0087034, exp 10/31/2021) and 6 ml (ref 367815, lot 0086408, exp 08/31/2021) bd vacutainer serum blood collection tubes. The bloods were allowed to clot at room temperature for 30-60 minutes (until fully clotted) and then placed in the centrifuge and spun at 1300 g for 10 minutes. The problem we had was the blood didn¿t properly separate. It had to be fully respun 1-2 times before it would separate. I was wondering if you have any suggestions as to why this happened."